Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was found to be in backup vvi mode. The device was explanted and replaced. Patient condition was good after the event.